Event description:
It was reported that the insertable cardiac monitor (icm) device stored an asystole event. The physician reached out to the patient. The patient reported the icm device came out of their body the day after the implant procedure. The false pause event was stored after the icm device was no longer implanted. The icm device is not expected to be returned. No additional adverse patient effects were reported.